Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom "upstream occlusion repeats" was unable to be reproduced. A review of event history log revealed multiple events of the reported symptom. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower ultrasonic valves out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion repeatedly during testing in the biomed service department. There was no patient involvement. No additional information is available.